Event description:
Rn was opening a blue dentips disposable oral swab when the blue sponge became disconnected from the white stick, the nurse did not use it on this pt. It came apart when opening the packaging. In investigating this, it was discovered that the ticu has 2 different kinds of dentips blue swabs, some have a lot number, but the one in question that fell apart does not have a lot number anywhere on the packaging.